Manufacturer narrative:
Serial number: (B)(4). For 6 of the 11 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. The bag to vent switch was replaced to resolve 3 of the reported events, the bag to switch bracket was recommended for replacement to resolve 1 event, the bag to vent switch was cleaned to resolve 1 event, the adjustable pressure limit valve was recommended for replacement to resolve 1 event. For 2 of the reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 1 event, the customer declined service after stating the issue was resolved. For 1 event, the hospital biomedical engineer troubleshot this reported event with ge heatlhcare technical support with no resolution information available. For 1 event, the hospital biomedical engineer troubleshot the event with ge healthcare technical support and replaced the flow sensor.

Event description:
This report summarizes 11 malfunction events. A review of the events indicated that model 1009-9012-000 anesthesia gas machine experienced mechanical problems. 4 were reported for failure of the unit to switch to mechanical ventilation when requested, 2 reported for intermittent failure of the unit to switch to manual ventilation, 1 reported for failure of the bag to vent switch to operate as expected, 1 flow sensor failure, 1 malfunction of the adjustable pressure limit valve, 1 mechanical ventilation did not initiate, 1 pressure limit switch failure error. These reports were received from various sources. Of the 11 events, 7 did not involve patients, and 4 did involve patients. There was no patient information available.